Manufacturer narrative:
The field service engineer (fse) inspected the device, verified the reported issue and found an error code. The fse replaced the battery. The fse performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, when a 980 ventilator was unplugged from alternate current (ac) power, the battery was inadequately charged and generated a safety valve open. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation: one pb980 battery was received by failure investigation for analysis. The battery was found to have no notable conditions upon visual inspection. The firmware was verified to be correct. The battery was tested and found not to charge. The failure was isolated to being characteristic of a hardware short circuit condition, but a cause was not identified. There is no corrective action required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.